Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the motor, button, and bearings were corroded. All necessary parts were replaced and the device was returned to the customer.

Event description:
It was reported that the handpiece continued to run on its own during testing, prior to a surgical procedure. There was no pt involvement and no reported pt or user injury.